Event description:
It was reported, during preparation, prior to sedation, for a diagnostic cystoscopy procedure, the subject device had no image. Procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found faulty cable. Based on the results of the investigation, it is likely the reported malfunction occurred due to faulty cable. However, a definitive root cause could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation, prior to sedation, for a diagnostic cystoscopy procedure, the subject device had no image. Procedure was completed using a similar device. There were no reports of patient harm.